Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. Also, there was no physical damage at the channel. The customer did not provide a cleaning, disinfection, and sterilization checklist. Consequently, it remains unknown whether there were any deviations. Additionally, it is unclear whether there was any deviation from the instructions for use (IFU) during the reprocessing steps for the area where foreign material was present. Three attempts were made to obtain additional information, but no response was received from the customer. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events". "The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a mixture of corrosion and foreign material in the distal end and light guide lens adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.